Event description:
8/22/96 pt fell on wire dogcage and hit her right chest. She felt immediate severe pain and the implant felt softer. Pt also has grade iii capsular contracture on the left and grade ii capsular contracture on the right with ecchymosis.